Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument "got stuck." The initial report indicated that the issue moved in unintuitive motion. No further information was provided at this time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer that the prograsp forceps instrument got stuck and non-intuitive movement, the information gathered indicates that the device did contribute to the customer reported issue. The reported failure against the instrument involved with the complaint was not confirmed by failure analysis as the instrument has not returned for analysis. This complaint is considered as a reportable event due to the following conclusion: it was reported that the prograsp forceps instrument got stuck and moved non-intuitively. It is unknown if the instrument was stuck grasping a tissue, if it was stuck during removal, or if it moved in reversed direction or uncontrolled motion. The initial information is ambiguous. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information was received from the customer regarding the reported event. The site reported that during a da vinci-assisted surgical procedure, the issue was that the prograsp forceps instrument grips stuck together. There was no report of unintuitive motion and the procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.